Manufacturer narrative:
The dates of the events are unknown; however, according to the article the study period was from december 2013 to january 2017. For this reason, the first day of the reported study period (01-dec 2013) was used as the occurrence date. Per the instructions for use (IFU), permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. There is insufficient information to confirm the cause of the reported events. It is possible that the events were caused by the mechanism explained in the technical summary mentioned above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Per the article, ¿computed tomography characteristics of the aortic valve and the geometry of sapien 3 transcatheter heart valve in patients with bicuspid aortic valve disease,¿ from december 2013 to january 2017, a total of 280 consecutive participants that received sapien 3 valves for aortic valve stenosis, enrolled in the portico ide randomized trial or resolve registry at a single-center were analyzed. Of the 280 patients, 41 patients were diagnosed as having bicuspid aortic valve (bav) and 239 patients were diagnosed as tricuspid aortic valves (tav). Per the articles 30-day outcome results, 7 patients had a stroke or tia. Reference: kawamori, hiroyuki, et al. "Computed tomography characteristics of the aortic valve and the geometry of sapien 3 transcatheter heart valve in patients with bicuspid aortic valve disease." European heart journal-cardiovascular imaging (2018).

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Three manufacturer reports were submitted for this article. Please reference related manufacturer report numbers: 2015691-2018-04566, 2015691-2018-04567, and 2015691-2018-04568.